Event description:
It was reported that three days post implant, the patient presented to the clinic and it was noticed that their heart rate was in the 30's. The patient was sent to the emergency department and loss of capture and high thresholds were noted in bipolar configuration on the right ventricular (rv) lead. The lead would not pace at all in unipolar configuration and there was high impedance. Outputs were adjusted initially and the lead was then revised due to possible dislodgement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.